Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample and four pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing performed based on the no disposable alarm investigation and root cause conducted trough an internal CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. No actions taken, however as part of in process controls added based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, a "no message" alarm went off several times. The patient replaced the cassette which resolved the issue. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. No patient injury was reported.